Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for other, intractable spasticity, and movement disorders. The pump contained lioresal with a concentration of 500 mcg/ml at a dose of 24 mcg/day. It was reported the patient¿s pump had poor therapeutic effect. There were no known factors that might have led or contributed to the issue. A dye study was attempted in (B)(6) 2016, but it was inconclusive. The lioresal dose had been weaned down to 24 mcg/day. The plan was to go to minimum rate until explant was scheduled. The issue was not resolved at the time of the report. The patient wanted to have the pump removed because she said it was not helping her; explant was planned. Additional information received from the manufacturer representative on (B)(6) 2016 reported that when the patient had the dye study done in (B)(6), there clearly must have been some concern of poor therapeutic effect at that time. The representative didn't know if the other representative at the procedure reported anything since there were no clear symptoms or problems going on. The representative did not know if any other actions were taken other than the dye study and to reduce the daily dose. The poor therapeutic effect had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.